Event description:
It was reported that the patient experienced dissatisfaction with an inflatable penile prosthesis (ipp). The ipp still remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: further information was reported that the distal tips in the penis were too low and the pump was riding high in the scrotum, device code.

Event description:
It was reported that the patient experienced dissatisfaction with an inflatable penile prosthesis (ipp). The ipp still remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was reported that the distal tips in the penis were too low and the pump was riding high in the scrotum.